Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and the popliteal and peroneal arteries using an indigo system aspiration catheter 6 (cat6) from an indigo system aspiration catheter 6 kit, a non-penumbra support catheter, and a non-penumbra sheath. During the procedure, the support catheter was within the cat6 and a peel-away introducer sheath was used to introduce the devices into the valve of the sheath. However, the physician encountered resistance and subsequently, the cat6 became ovalized. Therefore, the cat6 was removed. The procedure was completed using a new cat6, the same sheath, and the same support catheter. There was no report of an adverse effect to the patient.